Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that the mitral bioprosthesis was explanted after an implant duration of approximately 6 months, and replaced with another edwards' bioprosthesis. Through follow-up, the healthcare provider indicated that the valve was explanted due to paravalvular leak and dehiscence. Operative report indicates, "the valve just simply seemed to be dehisced in an area where the previous valve had been excised along the atrial wall...14 new pledgeted sutures were placed around te annulus and to the sewing ring of a 27 pericardial valve which circumference was equivalent to a 30 valve. I felt we did not want to over size this valve and that may have all contributed potentially to the previous dehiscence with sutures under tension". The surgeon indicated that the reason for explant is procedure related and not due to a device malfunction.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. It was learned tht the device has been discarded and will not be returned for evaluation. There has been no information to suggest a device malfunction or quality deficiency that may have contributed to this event.